Event description:
Patirnt started on hemo dialysis. Nurse noticed blood healing from needle. Checked site noticed plastic tubing attached to green plastic. Butterfly wing attached. Ebl - 50cc per hcp. Patient treatment error was terminated, and restarted with any ill effectsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.